Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that the s5 roller pump stopped with no alarm during a procedure. The clinician hand cranked the pump and attempted a restart. When the pump powered back on, an error message was displayed. The clinician continued to hand crank the pump to maintain blood flow until a replacement was brought in to continue the procedure. There has been no pt injury reported. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) rec'd a report that the s5 roller pump stopped with no alarm during a procedure. The clinician hand cranked the pump and attempted a restart. When the pump powered back on, and error message were displayed. The clinician continued to hand crank the pump to maintain blood flow until a replacement was brought in to continue the procedure.